Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿collapsed lumen under balloon; blocked lumen; pinched lumen along the shaft.¿ a potential root cause for this failure could be "poor inflation lumen coverage." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that when the health professional tried to remove the saline from the inflated balloon, nothing came out. After several attempts, the foley came out on it's own and was deflated.